Event description:
It was reported the pt was not receiving effective stimulation with his permanent implant but rec'd unwanted stimulation despite multiple reprogramming. Subsequently, the scs lead was explanted and replaced (reference MFR report: 1627487-2014-03045).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.